Event description:
Procedure type: hysterectomy. According to the reporter: the needle broke off in the abdomen during the case. The needle was not recovered. The surgeon used another device to complete the case. Delay time in operating room was 45 minutes. There was no bleeding reported and no tissue damage.

Manufacturer narrative:
(B) (4).